Manufacturer narrative:
The embolic material was not returned for analysis. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Linked events: 2029214-2017-00571 2029214-2017-00572.

Event description:
Citation: ¿percutaneous transvenous packing of cavernous sinus with onyx for cavernous dural arteriovenous fistula¿ lv x1, jiang c, li y, wu z. Eur j radiol. 2009 aug;71(2):356-62. Doi: 10.1016/j.ejrad.2008.04.016. Epub 2008 jun 2. Medtronic received the following report: the patient presented with blepharotosis, diplopia and chemosis for 2 months. The patient was also reported to have experienced reproducible bradycardia occurred during the dmso injection. The explanation of this phenomenon was trigemino-cardiac reflex (tcr). Atropine was given and event did not reoccur even after the atropine dissipated. Three detachable platinum coils (two 5×12, one 6×15;), embolic material was used to pack the cavernous sinus. The procedure was completed as soon as a control angiogram revealed complete occlusion of the davf. The patient¿s chemosis improved within the next day, but blepharotosis and diplopia were still persistent. The patient was discharged on the post procedure day 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.